Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the stimulator was not working for over a year. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding a patient. It was reported that the patient hated everything about her device. Patient stated she hated charging her neurostimulator (ins) because she had to sit there for hours, in the same spot to get good coupling and the ins would take forever to charge. Patient stated if she moved slightly the coupling boxes would drop so she hated the recharging feature. Patient stated she never wanted a device that needed to recharged again. Patient reported she stopped using the device a few years ago and either wanted the device removed because it was noticeable through the skin since implanted and because she did not use it and replaced it with an MRI safe device. No further complications were reported/anticipated.

Manufacturer narrative:
An update was made to reflect the most accurate information. The event is both an adverse and product event. If information is provided in the future, a supplemental report will be issued.